Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, power management (pm) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: multiple attempts have been made on 09/22/2023, 09/27/2023, and 10/09/2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was running on internal battery when plugged into the wall and it died and won't turn on. It was reported there was no patient involvement at the time the issue was discovered.